Manufacturer narrative:
The returned product consisted of the rotapro atherectomy system. The device was examined visually, and it was found that the sheath was torn at approximately 19cm distal from the burr housing strain relief. A wire insertion test was to be performed, but the returned wire was not able to be removed from the rotapro device due to the damage to the sheath. As a review of the DHR shows that the device was manufactured per specification, review of the instructions for use indicates that the device is not to be used if damages or defects are identified prior to use, and the reported events do not indicate any damages or defects to the device during unpacking or preparation, it was considered likely that the reported events and identified damages to the device occurred due to factors encountered during the procedure. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.

Event description:
It was reported that the catheter drive shaft sheath became detached. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid and ostial right coronary artery. A 1.75mm rotapro was selected for use. During the procedure, after four rotablation runs, it was noted that the catheter drive shaft sheath became detached about 15cm from the handle inside the guide catheter. The catheter could no longer be moved independently of the rotawire. The entire system was removed in one piece and replaced with another of the same device. Further rotablation was successful and without complications.

Event description:
It was reported that the catheter drive shaft sheath became detached. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified mid and ostial right coronary artery. A 1.75mm rotapro was selected for use. During the procedure, after four rotablation runs, it was noted that the catheter drive shaft sheath became detached about 15cm from the handle inside the guide catheter. The catheter could no longer be moved independently of the rotawire. The entire system was removed in one piece and replaced with another of the same device. Further rotablation was successful and without complications.